Event description:
N/a.

Manufacturer narrative:
The certas valve was returned for evaluation. Device history record (DHR) - the product code 82-8810 with lot number 3441867, conformed to the specifications when released to stock. Failure analysis - the position of the cam when valve was received was at setting 3. The valve was visually inspected; no defects were noted. The valve was hydrated. The catheters were irrigated and leak tested, no occlusion or leakage was noted. The valve was pressure tested and failed. The valve was dismantled and examined under microscope at appropriate magnification: biological debris was noted on the helical spring, on the rotating construct, on the arm assembly, on the flat spring of cam/ball arm assembly and on the ruby ball. It was noted that the flat spring was not in its original position any more and the ruby ball was not on the ruby seat. The valve passed the test for programming, occlusion and a anti-reflux. The root cause for the impossibility to change the valve setting reported by the customer could not be confirmed at the time of investigation since the valve was programming. The root cause for the pressure issues noted during the investigation is due to biological debris noted on the helical spring, on the rotating construct, on the arm assembly, on the flat spring of cam/ball arm assembly and on the ruby ball. Furthermore, it was noted that the flat spring was not in its original position and stuck by biological debris, and the ruby ball was not on the ruby seat because stuck on the flat spring by biological debris.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported a codman certas plus small valve (828810) was implanted to a young patient with hydrocephalus secondary to spina bifida. During a clinic visit on (B)(6), it was noted that the patient had signs and symptoms of underdrainage and ventricular dilation for 1 week. Multiple attempts to adjust the valve setting from 3 to 4 was unsuccessful. Testing with both the electronic and manual tool kits were completed and an x-ray confirmed that the setting remained at 3. Surgery was performed on (B)(6) to replace the defective valve. The valve was replaced with certas small valve with a bactiseal ventricular and bactiseal distal catheter.